Event description:
Add'l info was received with the clinical sample. Reportedly, after closing the instrument, during the firing, the plastic handle disconnected and got blocked in the metal handle. The intrument could not be opened. While trying to remove the plastic handle the metal handle broke off. While trying to remove the instrument the staple line tore. A new purse string was sutured and a new ppceea was stapled but there was a hole in the rectum. It was drained and a planned temporary stoma was performed. The temporary stoma was anticipated and was not due to the re-anastomosis.